Event description:
It was reported that the user experienced hyperglycemia after an infusion set change that was noted to be leaking, prompting another supply change and a new site placement, after which the agent advised waiting before further action. Symptoms included elevated blood glucose. Outcomes included user counseling and troubleshooting without the need for medical assistance. Investigation included user interview and troubleshooting education regarding infusion site integrity and timing before corrective dosing. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion site or supply issue given the reported leak, though no device alarms were reported and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.